Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device failed functional testing and was in need of calibration. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error number upon starting up. The epg was returned for servicing. There was no patient involvement.